Event description:
No harm to patient. Our department had ordered a hemiwalker and bariatric hemiwalker from medline. Two boxes arrived. One box was labeled as a hemiwalker, one box was labeled as a bariatric hemiwalker. The products inside the boxes, however, were exactly the same (both hemiwalkers, non-bariatric). The product inside the box that was labeled as bariatric had a bariatric label and sticker with item number for the bariatric version (despite it being a non-bariatric version). The safety concern related to this apparent mislabeling is the potential for patient injury related to the equipment's weight limit capacity. The weight limit for bariatric is 500lb. The weight limit for non-bariatric is 250lb. In this case, a hemiwalker with a weight limit of 250lb was labeled as 500lb. I have been in contact with medline regarding this safety concern, first on [date redacted] and then again today [date redacted], 15 days later, when our re-order yielded the same result. [Name redacted] (distributed service manager) at medline has communicated that she is addressing the issue.